Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "turbine defective. When ventilation was started, it was immediately audible that the turbine was worn out." Health impact: (2) no clinical signs, symptoms or conditions, no health consequences or impact, reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing. A detailed investigation was performed by an expert from the technical service: the investigation of the device and the logfiles have shown that the root cause of the incident was a defective blower module (part no. Msp160554). The defective blower module was returned to hmag via rga 101105. The service technician replaced the defective blower module and successfully ran all required functional tests. The device worked as intended again. A defective blower module can lead to an ambient mode (stop of ventilation). If that happened during ventilation the device would have to be replaced. In a worst case scenario a deterioration of the state of health of the patient cannot be excluded. Therefore, the case was assessed reportable. There was no patient harm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "turbine defective. When ventilation was started, it was immediately audible that the turbine was worn out." Health impact: (2) no clinical signs, symptoms or conditions, no health consequences or impact, reported.